Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the top of the syringe tubing was knocked over slightly while in the pump and prior to starting the leucovorin infusion. The pump infused the 2ml of leucovorin over 2 minutes, then when the clinician was flushing the line with ns the pump alarmed for air in line. After assessing the pump, fluid was noted on the IV pole, in the pump and on the floor which came from the blue area of the tubing. The clinician assumed the patient did not receive the medication so she readministered it. There was no patient harm.